Event description:
N/a

Manufacturer narrative:
The unit was received with the base handle was closed without 6in transitional installed and deformed handle hole. It was also received without 6in transitional. Also to note, the cam pin was missing. Shock cushion and 1/4in pin were worn. Adjustment wrench has worn threads; general maintenance and cleaning required. The device history record showed that this device exceeds its expected life of 7 years. The complaint was confirmed. Root cause was due to customer error.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the bolt that held the tighten bolt of the a2101 mayfield ultra base unit was broken off. Therefore, the gold handle was completely loose. There was no patient injury and delay in surgery. Additional information received on 20sept2019 indicating that the surgeon noticed the failure before positioning the patient in the prone position for a posterior cervical fusion. There was no patient injury to the patient. Surgery was completed.